Event description:
It was stated that the insulin pump does not have physical damage. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.